Manufacturer narrative:
This event occurred outside of the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned and analyzed. Analysis revealed that the inner insulation of the lead became extrinsically distorted due to kinking/buckling, the proximal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress, the distal lv (low voltage) electrode of the lead was covered in blood and the helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated damage at implant and stretching. The analyst commented that the lead was returned stretched, with buckling of the inner insulation. A stretched lead may not fully transfer torque to the helix when turning the is-1 connector pin; therefore helix wouldn't retract (the helix was distorted/bent/extrinsic). Electrical resistance and cross continuity test results were within specifications. (B)(4).

Event description:
It was reported that during the implant procedure, the lead impedance was high and the sensing was "unstable." When the physician tried to retract the helix, it would not retract. The lead was removed and a different lead was implanted. No patient complications have been reported as a result of this event.